Event description:
When using the device, it was noted that the lining of the articulating joint of the stapler had a hole allowing visualization of internal spring with angling. The stapler was then put aside and another device was obtained.